Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that during a follow up of this implantable cardioverter defibrillator (ICD) out of range pacing impedances, high thresholds, and pacing inhibition was noted. The right ventricular lead (competitor) was inspected and no damage was noted. An invasive procedure took place and the device and lead were reconnected. Post operative measurements were normal. The device and competitor lead remain implanted. No adverse patient effects were reported.